Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown triathlon cruciate retaining total knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.

Event description:
The research investigator reported that a (B)(6) female patient who had undergone a total replacement of the left knee and resurfacing of the patella with a triathlon cruciate retaining total knee (date of primary surgery was (B)(6) 2007) as part of the triathlon outcomes study (ethics ref (B)(4)), allegedly began experiencing episodes of pain in (B)(6) 2014 both at rest and when using the stairs. The research investigator further reported that the patient underwent a second procedure on (B)(6) 2014 unconnected with the study, which the patient described as arthroscopy and debridement. The research associate reported that the patient's medical notes for this follow up procedure are linked to a private hospital and it is unclear at this point what information can be made available for the purpose of an investigation and that she would clarify availability of medical records. The research assistant also reported that prosthetic details relating to the primary surgery will be provided. At the time of the primary procedure the patient weighed (B)(6). Five (5) years post-primary surgery, the patient weighed (B)(6) and was (B)(6) in height.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain involving a triathlon insert was reported. The event was not confirmed. Medical records received and evaluation: provided primary op notes, x-rays and radiology notes were reviewed by a consulting clinician and deemed insufficient for review. Medical records, clinical history and dated x-rays are needed. Device history review: the reported device was manufactured and accepted into final stock. Complaint history review: there have been no other events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined as the devices were not returned for evaluation and insufficient medical information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. The following product was added to the complaint after the initial medwatch was submitted. Cat. No.: 5510-f-301, triathlon cr fem comp #3 l-cem, lot code: sd79n. Cat. No.: 5520-b-400, triathlon prim tib baseplate - cemented, lot code: secxc. Cat. No.: 5551-l-320, triathlon asym patella a32x10, lot code: las405.

Event description:
The research investigator reported that a (B)(6) female patient who had undergone a total replacement of the left knee and resurfacing of the patella with a triathlon cruciate retaining total knee (date of primary surgery was (B)(6) 2007) as part of the triathlon outcomes study (ethics ref (B)(4)), allegedly began experiencing episodes of pain in (B)(6) 2014 both at rest and when using the stairs. The research investigator further reported that the patient underwent a second procedure on (B)(6) 2014 unconnected with the study, which the patient described as arthroscopy and debridement. The research associate reported that the patient's medical notes for this follow up procedure are linked to a private hospital and it is unclear at this point what information can be made available for the purpose of an investigation and that she would clarify availability of medical records. The research assistant also reported that prosthetic details relating to the primary surgery will be provided. At the time of the primary procedure the patient (B)(6). 5 years post-primary surgery the patient (B)(6).